Event description:
It was reported that the lead was "bad". Further information was received indicating that the doctor was displeased with the lead because it was damaged in some way during implant. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The (B) (4) lead model is included in a field advisory.